Event description:
There was a report that the battery flipped after replacement as it was placed in the right armpit/flank/back. It was reported that there were no factors that may have led or contributed to the issue. Diagnostics or troubleshooting performed was reported to be manipulation and charging once with 2 bars. Surgery to move the battery to the right chest was done to resolve the issue. A surgical intervention was reported to have occurred. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.